Manufacturer narrative:
The complainant was provided replacement oae adult foam tips. Instructions for use provided with hearing devices compatible with oae adult foam tips state to not pinch the foam while attaching the ear tip onto the nozzle. For removing the foam ear tips, instructions state to not pull on the foam when removing the foam ear tips and caution that users may end up pulling the foam off the clear tube while the tube remains on the nozzle. Users are also instructed to remove, discard and replace probe tips before each test. Natus is investigating this issue through corrective actions at this time.

Event description:
Natus received a report that the foam was not adhering well to the plastic tubing. The report concerned four bags of oae adult foam tips. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.